Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that had every time a spectrum iq pump is in a pause, the infusion restarts at the kvo (keep vein open) rate during therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.